Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Incident caused harm to the patient, hence it is reportable. No further information on the inventions performed due to the eye injury. All available information has been disclosed. This complaint has now been closed.

Event description:
Reported by sales, who collected the hand piece at the customer: today the leading nurse, complained about this ultrasonic handpiece. Very bad situation. After a few seconds the handpiece become extremely hot with completely missing phaco power. The surgeon reported this is a very bad situation, he had descemet folds, and the eyes look not really good.